Event description:
The customer reported via phone call that they received a compromised force sensor system alarm while filling the tubing. The customer also reported the cap underneath the motor was sticking out. The customer's blood glucose was unknown. Customer agreed to return the insuiln pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. However, failure analysis was unable to prime unit during the prime test and motor error alarm during basic occlusion test due slightly loose drive support disk. The insulin pump received with minor scratches on lcd window. The insulin pump was received with cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.